Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted technical support engineer (tse) due to repeated 319 faults on the system. Technical support reviewed the system logs and confirmed the errors. Technical support directed the customer to perform a hard cycle of the vision side cart (vsc); however, the issue persisted after this action. Technical support conveyed that while continued hard cycling could potentially clear the fault temporarily, further intervention would be required for resolution. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video image processing (vip) and common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vip and ccc was analyzed and the vip was visually inspected, where no issues were found. The unit was installed onto a known good system and powered on with no issues. The vdcx light levels were attempted to be seen but were unable to be loaded. The system was left to idle for twenty hours, and power cycled ten times with no issues. In a log review, error 319 was found indicating the fault that had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed into the golden system, which triggered an additional error indicating faults on the firefly fiber optic cable (ff5) connected to the ccc. The faulty firefly cable was replaced with a known good cable, after which the vsc ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the failure reoccurred. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the root cause of the report event was determined to be a bad firefly optic cable (ff5) in vsc ccc.